Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the device failed the fluid temperature delivery verification step.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed the homechoice rite electrical test but failed the rite functional test due to the device delivering fluid at 39.6 degrees c, which is above the specified range of 35-39 degrees c. The assignable cause of the rite failure was undetermined. A service history review was performed. No issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.